Event description:
It was reported that the patient presented remotely to the clinician. Review of the transmission revealed under-sensing on the implantable cardiac monitor (icm). No changes or intervention was reported. There were no patient consequences.